Event description:
It was reported that the faradrive sheath was selected for use in an ablation procedure. During insertion of a stablepoint catheter, air was observed at the sheath's flush port. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The affected device is not expected to be returned for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.